Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 542 mg/dl. Customer was treated with manual injection. Customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that the cannula was bent. Customer stated that the insulin pump passed high pressure test. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with self test and self test was passed. Customer did use the minimed 670g system. The insulin pump will not be returned for analysis.